Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump was alarming "no disposable, pump won't run." There was no air in line. The reservoir volume was 96.8 ml, the rate was 2.5ml, and 17.2ml was given. It is unknown is there was patient, or clinician injury associated with this occurrence.